Manufacturer narrative:
Eval codresults: visual inspection of the returned product found the lens optic and haptic torn. There was evidence of a reddish residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and the haptic broke off. The surgeon removed the lens and inserted another lens without incident. Sutures were required to close the incision. This is one of two incidents that occurred to this same pt. See MFR report number 2023826-2007-01098 for the other incident.